Event description:
While using a drill bit during operative procedure part of shaft broke off. Physician was aware. The piece was removed from field. X-ray taken and confirmed no foreign body seen.what was the original intended procedure?anterior cervical microdiscectomy at c4-c5, c5-c6, and c6-c7 with allograft arthrodesis at those same levels and anterior atlantis vision plating c4-c5, c5-c6, and c6-c7.device #1is this a laboratory device or laboratory test?no.